Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 component code. 4755 - part/component/sub-assembly term not applicable does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material that remained in the bending section cover, connecting tube, and distal end cover could not be identified, there was no deviation from the instructions for use in the reprocessing steps for the locations where foreign material remained, and there was no physical damage was found at the locations where foreign material remained. Therefore, a definitive root cause of the foreign material was unable to be determined. The instruction manual states the detection method associated with the event in 'gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection,' and preventative measures in 'gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.' Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the bending section rubber, the connecting tube and the plastic distal end cover/probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.